Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage and the lead was stretched.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited undersensing. The rv lead was explanted and replaced. The patient's right atrial (ra) lead exhibited noise and insulation damage was noted by the implanting physician during the lead extraction. The ra lead was explanted and replaced. The patient reported feeling tired and short of breath with exercise. No further patient complications have been reported as a result of this event.